Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) prior to implant. The device was in the unopened sealed box and upon interrogation discovered to be at rrt. The device was not used. It was later discovered that implant detect occurred while still in the box. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found. The analyst noted that detection was turned on, and the device accumulated 1,068 seconds of charge time as a result.